Event description:
This report is based on information provided by philips local customer support team and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the paddle test failed. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the (internal paddles) paddle repl. Kit water resistant,453563476991, which was replaced to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.